Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history records showed that there were no issues that would contribute to this complaint condition. The suppliers certifications indicate the correct material was used and correct hardness values were obtained. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that during an l4-s1 tlif, the surgeon was removing a locking cap and the tip of a t25 stardrive shaft broke off into the head of the locking cap. The patient was not harmed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)